Event description:
A malfunction alarm was reported by the customer, indicated by the malf 9 code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any issues reoccurred.